Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported by patient that the device was implanted in 2000, and that the patient was revised in 2001, due to pain.